Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2026. According to the patient, on (B)(6) 2026, the patient experienced a skin reaction with burning sensation, rash redness, inflammation, pimples and an infection under the entire sensor patch area. Prior to sensor insertion the area was prepped with alcohol. She had previously been diagnosed with cellulitis on the dexcom sensor insertion site. The skin reaction was treated with a prescription of an oral apo-cephalexin 500mg to be taken 4x daily starting on (B)(6) 2026. At the time of the report, the patient¿s condition is fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).